Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the trailblazer support catheter during procedure to treat severely calcified fibrous plaque in the distal left common iliac artery and superficial femoral artery (sfa). Vessel exhibited cto (chronic total occlusion-100%) and had moderate tortuosity. A non medtronic 5fr x 11cm sheath was used and a wholey 0.035'' guidewire. The vessel was neither pre nor post dilated. IFU was followed. It was reported that the catheter broke. It did not break in multiple segments. The wholey wire and trailblazer were over the aortic bifurcation. As the trailblazer was being walked back to leave the wire in for placement of the crossover sheath the physician felt resistance and noticed that the distal portion of the trailblazer was on the wire and not moving with the rest of the catheter. The catheter segment was stuck on the guidewire. A snare was threaded over the wire until near the catheter. It was threaded over the catheter and tightened. Snare, catheter and wire were then removed as one unit. The procedure was completed by removing the wire and broken catheter and using a new trailblazer with no further issues. No issue with wholey wire used. No vessel damage noted. No patient injury.